Manufacturer narrative:
The balloon inflation pressures were provided and were within the acceptable pressure range at implantation. The first, second, and third balloons were implanted for 315 days, 308 days, and 280 days, respectively, which are beyond the labeled 6 month use. The root cause is unknown in particular since the deflated balloon was not returned for investigation. Deflation is a known risk and the frequency of balloon deflations to date has not exceeded the frequency included in the labeling. Per the labeling "patients reporting a loss of fullness, increased hunger, and/or weight gain should be examined by radiograph, as this may be a sign of balloon deflation. Additionally, any increase in nausea, vomiting and/or cramping after initial symptoms have subsided may indicate a deflated balloon. Patients should be evaluated by radiograph and endoscopic visualization might be required if the state of inflation cannot be determined radiographically. In the event of balloon deflation, the balloon should be removed as soon as possible." The instruction for use contains the following warning: "the risk of balloon deflation is significantly higher with balloons that are left longer than 6 months."

Event description:
Obalon was notified by a physician in the middle east that a single balloon migrated into the small bowel and required surgical repair in a patient with three balloons placed. The patient's first balloon was placed on (B)(6) 2018, the second balloon was placed on (B)(6) 2018, and the third balloon was placed on (B)(6) 2018. The physician had contacted the patient three times to attempt scheduling the removal of the balloons. The patient began experiencing symptoms of abdominal pain, vomiting, and distension three days prior to presenting to the emergency department with severe abdominal pain and a CT scan showed a balloon in the small bowel with perforation. The migrated balloon was removed laparoscopically and the other two balloons were removed endoscopically during the same procedure on (B)(6) 2019. The patient was hospitalized a total of four days and was stable after discharge. The balloons were not returned to obalon for investigation.